Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead developed a breach due to abrasion while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited noise and oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.